Event description:
It was reported that two (2) vented high-volume inlets had small ¿specks, lint¿ and visible marks that suggest possible ¿micro holes¿. This was observed during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: this event was observed on an unspecified date of (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: two (2) actual devices were received for evaluation. Visual inspection of returned samples showed small "specks, lint" and visible marks that suggested possible "micro holes" of small size. On sample 1, a tiny black spot was identified on the tubing of the inlet. The particulate matter appeared to be embedded and within the fluid path of the inlet tubing. On sample 2, a micro hole was identified on the tubing of the inlet. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.